Manufacturer narrative:
After investigating, no kinks or bends were identified on the exposed portion of the soft cannula. Investigation found a leak coming from the hole in the unexposed portion of the soft cannula. Cause of hole could not be determined. The downloaded data returned an 0x33 alarm, indicating a communication error occurred while the pod was waiting for input from the pdm. Investigation found no defects or deficiencies that would contribute to high bg levels or a communication error. A root cause could not be determined. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 395 mg/dl while wearing the pod between 4 and 24 hours. Patient¿s bg levels started to rise at night, the gave the patient a bolus with the pod and it was still going up so they gave the patient a manual injection, that brought bg levels down and they took the pod off when the patient woke up. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, manual injections of 8.5u was administered. Patient¿s history: 8:30pm was 101 mg/dl, 1:30am was 289 mg/dl , bolus of 5u , 4:30am was 395 mg/dl , manuel bolus of 8.5u , 6:00am was 275 mg/dl , took the pod off.